Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported the pump was being implanted in (B)(6). While still in the operating room and after the system was implanted, it was determined that an object may have contaminated the field and possibly the implanted product. The pump was explanted and disposed of by the hospital. The patient was tested for infection and it was negative. The patient was then re-implanted on (B)(6) 2016. No symptoms were reported. No further complications were reported. Additional information was report by the company representative on (B)(6) 2017. The rep noted that they were at the case when the event occurred. It was also noted that the possible pump contamination had resolved, the patient did not have any signs of infection or any other symptoms and the patient was successfully implanted. The patient¿s weight was unknown and the rep was unable to provide relevant medical history.